Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the load process. Blood glucose level was 234 mg/dl. Reportedly, the customer had an alternate method of insulin delivery available for diabetes management.